Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the usm1 was replaced to resolve reported problem "error 23118" on usm1. The system passed all tests and was verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the returned usm could not confirm the customer reported complaint. The unit was returned for failure analysis but the reported failure (repeated recoverable fault error 23118 with red leds on arm1) could not be replicated. However, the error was confirmed via error logs/system logs. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed chipencoder virtual absolute (cva) characterization, lissajous, and sine cycle. The insertion cva printed circuit assembly (pca), disk, and flat flex cable (ffc's) were replaced as a precaution.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/lymphadenectomy surgical procedure, the surgical team got a repeated recoverable error 23118 with red leds on arm1. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested them to undock the arm, exercise the arm, reseat drape, swap instruments, emergency power off (epo) and power cycled but error kept coming back. After trying several times, the error remained unresolved. The tse then instructed the customer on how to disable the arm to continue with 3 arms. They agreed with working with 3 arms. The procedure was completed as planned with 3 arms with no patient harm and a delay of 45 minutes (a total procedure time of 214 minutes). Isi contacted the site/reporter and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system did initially power on without errors. The surgery had been in progress for 30 minutes when the problem occurred, the surgeon was not able to solve the problem. However, the procedure was successfully completed with 3 arms and with a delay of 45 minutes. No relevant tests, results, and the date performed could be provided. As a patient history, including pre-existing medical conditions, it has been communicated that the patient has a prostate cancer.